Event description:
It was reported that during a de novo, none-mildly calcified, 80% stenosed, left internal carotid artery, stenting procedure, the acculink stent was deployed and due to the patients breathing [ventilation], the stent failed to cover the distal portion of the lesion; therefore, a second stent was used to cover the distal portion. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.